Event description:
It was reported that patient had hip revision due to loose accolade stem.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown size 4 accolade stem c. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.